Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is female and the baseline age is 63 years old. Possible models include: 5032, 5038. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:the impact of the distance between the atrial electrode and the atrial wall on atrial undersensing in patients with vdd pacemakers: long-term follow-up. 2008; 13(4): 332-340.

Event description:
A journal article was reviewed which contained information regarding the impact distance has between atrial leads and the atrial wall in vdd implantable pulse generators (ipg). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports atrial undersensing requiring intervention. This included reprogramming the device sensitivity, repositioning the atrial lead, or adding an additional atrial lead. It was noted that one patient experienced sinus bradycardia due to the atrial undersensing. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.